Manufacturer narrative:
H.6. Investigation summary: bd had not received samples for this lot, but two(2) photos were provided for investigation. The photos were reviewed and the indicated failure mode for red cell hang up and red cell ring was observed, however hemolysis was not observed. Additionally, one hundred(100) retention samples from bd inventory were evaluated by visual examination for additive spray pattern and there were no issues observed which could lead to red cell hang up. Red cell ring, and hemolysis. Complaints for sample quality are under statistical control for the month of february 2024. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode for red cell hang up and red cell ring based on photos only. This complaint was unable to be confirmed for the indicated failure mode for hemolysis. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported that while using bd vacutainer® sst¿ ii advance plus blood collection tubes, there was red cell hang up and hemolysis. No patient impact was reported.

Event description:
It was reported that while using bd vacutainer® sst¿ ii advance plus blood collection tubes, there was red cell hang up and hemolysis. No patient impact was reported.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.